Event description:
It was reported that the patients device was suspected to be broken into two pieces. The patient will undergo a revision procedure wherein the ipg will be replaced and pocket will be relocated.

Event description:
It was reported that the patients device was suspected to be broken into two pieces. The patient will undergo a revision procedure wherein the ipg will be replaced and pocket will be relocated. Additional information was received that patients ipg was not broken into two pieces as confirmed via x-ray. Additional information was received that the ipg was non functional. The patient underwent an ipg replacement procedure. Additional information was received that the explanted ipg will not be returned. No further information has been obtained despite good faith efforts.

Event description:
It was reported that the patients device was suspected to be broken into two pieces. The patient will undergo a revision procedure wherein the ipg will be replaced and pocket will be relocated. Additional information was received that patients ipg was not broken into two pieces as confirmed via x-ray.

Event description:
It was reported that the patients device was suspected to be broken into two pieces. The patient will undergo a revision procedure wherein the ipg will be replaced and pocket will be relocated. Additional information was received that patients ipg was not broken into two pieces as confirmed via x-ray. Additional information was received that the ipg was non functional. The patient underwent an ipg replacement procedure.